Event description:
It was reported that when the patient presented to the hospital after receiving inappropriate shocks, decrease in sensing was observed. Lead dislodgement was found via x-ray. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.